Event description:
It was reported that during a hand assisted colectomy procedure, after inserting the device in the patient, the surgeon put his hand in and it immediately tore. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.